Event description:
Related manufacturer reference number: 2017865-2025-1001337. It was reported that a right atrial (ra) leadless pacemaker (lp) prematurely separated from the delivery catheter (dc) while being prepared for tether mode in the patient's body. The lp was retrieved and a replacement lp and dc were used to complete the procedure. Patient was stable.